Event description:
The available programming history was further assessed. On (B)(6) 2010, there appears to have been a change in impedance from 910ohms to 594ohms.

Event description:
It was reported that the patient was being referred for a full revision due to low impedance. The lead and generator were explanted and replaced on (B)(6) 2012. The explanted products will not be returned as they have since been discarded. Additional information was received indicating that there was no suspected manipulation or trauma, and x-rays were not performed prior to the replacement. Diagnostic history, available in house, was reviewed. The patient has a history of fluctuations in impedance values ranging from 624 ohms to 1015 ohms.

Manufacturer narrative:
Age at time of event - corrected data: the patient's age was inadvertently not updated on follow up report 1 to reflect the newly found event date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.